Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified distal right coronary artery. During implantation of a 3.0 x 23 mm xience prime stent delivery system a dissection occurred. Another xience was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.